Manufacturer narrative:
Pump unable to download to the carelink software due to spanish software anomaly alarms in alarm history screen. Spanish software anomaly alarms due to corrupted history file. Pump had minor scratched display window.

Event description:
Customer reported of not being able to connect to carelink and was getting a transfer failed message. During troubleshooting, it was found that customer had an older version of java. Representative was able to troubleshoot remotely and made updates to java. Customer was still not able to log onto carelink. Customer was advised that insulin pump would need to be replaced due to upload issues. No further information provided.